Manufacturer narrative:
Product event summary: it was reported that both controller ac (cac) adapters would not stay connected to the controller. Two controller ac adapters ((B)(4)) were not returned for evaluation. Review of the devices' manufacturing records confirmed that the associated devices met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered. A possible root cause of the reported event can be attributed to, but not limited to, connector damage and/or connector wiring failure. The reported event could not be confirmed since the units in question were not available for analysis. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller ac adapter; controller ac adapter/(B)(4)/ model #:1425us / expiration date: unk, UDI #:(B)(4), mfg date: unk, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two controller ac adapters would not stay connected to the controller. The controller ac adapters were exchanged. No patient complications have been reported as a result of this event.